Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, an increase in impedance, an increase in capture threshold, and a decrease in rv sensing were observed. The lead was capped.